Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer experienced blood glucose level of 400 mg/dl the customer was treated with manual injection. The customer did report symptoms as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. Customer did not allege that the insulin pump was under delivering. Displacement test and high pressure test was passed. The insulin pump will be returned for analysis.